Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer did not receive insulin all day. He tried to clear the alarm twice by pressing the esc and act buttons. Customer's blood glucose level was 435 mg/dl. He treated his blood glucose level with manual injections. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. However, the insulin pump passed functional testing including the self test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. All operating currents are within specification. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, broken belt clip slot, cracked display window and scratched reservoir tube window.